Manufacturer narrative:
.

Event description:
Procedure: vats. According to the reporter: the stapler was fired, but when the retraction knobs were pulled back to open the stapler, the knife was left in the distal end of the jaws. The first instrument was able to be removed through the port site. Or time was delayed approximately 1 hour.